Event description:
The patient presented remotely via merlin.net. Electrocardiograms were not displayed and an error message was observed. The pulse generator remained implanted.

Manufacturer narrative:
(B)(6).